Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique via a 7f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was an ¿error in deployment¿ with both devices. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿error in deployment¿ was confirmed as a needle to cuff miss. Based on the returned device observations, it is likely that a needle deflection occurred due to patient anatomical conditions or failure to maintain a stable position of the device with respect to the tissue tract. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: removed device code 2610.